Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The manufacture's field service engineer (fse) reported that the unit has a note indicated inoperative and found error code messages of air valve liftoff failure and post timer/24v failure in diagnostics. There was no patient involvement reported.

Manufacturer narrative:
The manufacturer's field service engineer (fse) found error code messages "air valve liftoff failure and post timer/24v failure" in diagnostic codes. However, fse could not duplicate the reported problem. The blower moog motor assembly was returned to failure investigator (fi) lab for evaluation. Visual inspection of the returned blower moog motor assembly revealed signs of external damage or contamination. The blower assembly was installed in the fi test ventilator. An operational test was performed and the ventilator boot into normal mode and it delivered breaths. The ventilator did not generate any failures during cycling power on and off. The ventilator boot into diagnostic mode and passed. Extended self-test (est) was also performed and passed. No failures were identified during three est cycles. Fi technician run the blower assembly for an extended period of fourteen hours; the ventilator operates with no errors. Fse replaced the motor controller (mc) board to address the reported problem. Fse also performed a preventative maintenance on the unit. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. The root cause for the reported issue could not be determined due to no failures were identified.